Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power lead and alarms were confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review (c3070913) as well as submitted for review (c2151255). A review of the controller event log files showed overlapping events spanning approximately 25 days ((B)(6) 2023, (B)(6) 2000, (B)(6) 2023 per time stamp). On (B)(6) 2023 at 19:05:48, an atypical power cable disconnect alarm was active on the black power lead while connected to battery power. Rsoc invalid faults were associated with this alarm. The alarm resolved on its own. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 13:23:12. There were no other notable events active in the log file. Pump operation was not affected. The system controller was returned for analysis and upon initial observation, when the black power lead was bent at an angle at the connector end bend relief, the bend relief was seen to slightly separate from the connector. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was able to operate a pump for extended operation. The reported ¿loose connection of the black power cable¿ was deemed to be due to bending and holding the cable at an angle. This did not affect functionality of the system controller. The reported alarms reported to be associated with the damage were unable to be reproduced. Additional provided information stated that there were alarms associated with the loose connection. The controller was exchanged on (B)(6) 2023 and was returned for evaluation. The patient is stable. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were alarms associated with the loose connection.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Email contact: (B)(6).

Event description:
It was reported that the patient reported a loose connection on the black power cable of the system controller. The controller was exchanged.